Event description:
It was reported that premature deployment occurred. The stenosed target lesion was located in the lower extremity artery. A 6 x 60 x 130 innova stent was advanced for treatment. However, during introduction, it was noted that the stent had come out of the sheath before it was deployed. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. The stent is partially deployed 3mm from the distal end of the middle sheath and the stent is damaged. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that premature deployment occurred. The stenosed target lesion was located in the lower extremity artery. A 6 x 60 x 130 innova stent was advanced for treatment. However, during introduction, it was noted that the stent had come out of the sheath before it was deployed. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.